Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 18.3-18.5cm from the distal tip, consistent with lead friction to another device. (B)(6). (B)(4). Failure (event) observed during analysis. External insulation abrasion was found at 18.3-18.5cm from the distal tip, consistent with lead friction to another device.